Event description:
A report was received that the patient will undergo a revision with unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to inadequate stimulation. During the procedure, the physician elected to replace the ipg and additional lead was implanted. The patient was doing well after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision with unknown reason.